Event description:
The customer reported that the system had a noisy camera. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep set the dose with working test gear. The system operates as intended.